Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the home choice (hc) machine during dwell. The technical service representative (tsr) explained the se 2240 alarm indicates air entered the set up and assisted the hp to cycle power to clear the alarm. The hp confirmed to complete therapy with a manual exchange. The tsr reviewed proper procedures per the user manual. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report was not confirmed. The lot number is unknown; therefore, a batch review was not performed. Based on the information gathered during baxter?s investigation, the root cause of this report was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.